Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The circuit breaker was reset. The system is operating as intended.

Event description:
The customer reported that the system failed to boot up. No pt injury was reported.